Event description:
It was reported that the distal end cover fell off of the duodenovideoscope. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The cover caught the bite block and fell inside the patient's mouth. The cover was successfully retrieved. The procedure was completed without delay. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.